Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached the elective replacement indicator (eri). A long charge (lc) error was also found, indicating that the charge time exceeded the limit. It was recommended that the device be explanted and replaced. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached the elective replacement indicator (eri). A long charge (lc) error was also found, indicating that the charge time exceeded the limit. It was recommended that the device be explanted and replaced. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had reached the elective replacement indicator (eri). Long charge (lc) error was also found, which is indicative of charge time exceeding limitations. It was recommended that the product be explanted and replaced. At this time, this s-ICD system remains in service and no adverse patient effects were reported.